Manufacturer narrative:
This complaint is related to MDR #1828100-2014-00764. The reported complaint was confirmed. Per the laboratory evaluation, observed belt slip error message to occur five different times. The technician observed no oil or grease on belt. Spacers installed; belt position, tension and condition to be normal. The technician inspected all cables, connectors, optical wheels and gut with no anomalies observed. The product will be sent to service to be brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The product surveillance technician (pst) reported that during routine testing of the device at the service center, a "beltslip" error message occurred on the roller pump. There was no patient involvement.